Event description:
Customer reported the following: over infusion of potassium chloride. There was no pt harm and no medical intervention was required. Customer stated that no additional event or pt information is available.

Manufacturer narrative:
(B)(4). The customer's reported complaint of an overinfusion of kcl (potassium chloride) could not be confirmed. A review of the associated pcu event log for this pump module found that the potassium infusion was programmed as reported to run at 50 ml/hr and delivered approximately 22.7 mls over the time period in which the device was on. Functional testing and inspection of the device and incident disposable set found the system to be in good working condition and delivering fluid within specifications. The root cause of the customer's experience could not be determined during the investigation.